Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels of 404mg/dl, 380mg/dl, and 302mg/d. Customer reported that he tried to deliver a bolus and the insulin pump did not deliver any insulin. Customer was unable to troubleshoot. No additional information was provided.